Manufacturer narrative:
Product implicated is a 4 french PICC. Returned for evaluation is the catheter hub only (with .8 cm of tubing attached), which measures 5.5cm. Lot history review showed no related mfg issues and no complaints of similar nature. The catheter separated approx. .8cm distal to the hub-tubing joint. Under 50x magnification, the texture at the break point appears granular and dull. Through tactile inspection, the tubing is elongated and appears to be necked down length wise proximal to the break site. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since to catheter was pulled apart during a dressing change. The first precaution in the instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured it may migrate or inadvertently be broken."

Event description:
During dressing change, the catheter broke at the reinforced area 3/8" from the butterfly. Catheter was placed 2/5/97 for antibiotics.